Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis patient experienced cloudy effluent and a stomachache (for two days). The cause of the events was not reported. On an unreported date the same month as event onset, the patient was hospitalized for the events. Treatment, action taken with dianeal therapy and the patient outcome was not reported. No additional information is available.